Manufacturer narrative:
A.6 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. On the third day of impella cp support, the impella cp was explanted as it was preventing retrograde flow.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: low or blocked pump flow: data log shows several suction alarms and low pump flow while running at steady p-levels (p-9), with a decreasing motor current trend during the start of the case. An improving trend in placement signal and pump flow was noted when the pump was set to lower p-level p-5, two hours into the case run. No suction or low pump flow was reported later during the case. Overall, there was fluctuation in the placement signal with some upward trend throughout the case run. Before used pump's data log was reviewed and found to show low pump flow for the entire case, with active suction alarms and no motor current spikes. Clinical details suggest afterload management with multiple inotropes and pressors. The patient had severely elevated left and right filling pressures, as well as diffuse coronary vasospasm, prior to switching to the complaint pump. The cause of the low pump flow issue at the start of the case was most likely related to the patient condition, based on the data log review and provided clinical details. Retrograde pump flow: data log shows reverse flow control notification for about 5 minutes on 11-aug-2025 at 2:10. Later, it was active from 02:27 to 07:53. There was some motor speed and motor current ramp-up noted during the time of the reported retrograde flow notification. Pump flow did not fluctuate significantly during the retrograde flow event. The cause of the retrograde pump flow issue could not be determined without the returned product and sufficient clinical information. Device history lot: device batch: 1931491. Device history batch: subcomponent lot: na. Device history review: the pump (B)(6) passed all post sterile inspection checks.